Manufacturer narrative:
Occupation: administrator/ supervisor - manager additional reporter name: (B)(6), ICU rn. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a gas loss alarm just after the positive end-expiratory pressure (peep) on the patient's ventilator was increased from 5 to 8 cm h20 pressure. The alarm repeated every few minutes, but the customer was not using the "iab fill" key. Reducing the augmentation setting by two bars did not change the augmented pressure but did resolve the alarm. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213): the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213): the review of the historical data was performed. Trend analysis (4110/213): the overall complaint trend data for the period nov-2019 to oct-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint#: (B)(4).

Event description:
N/a.